Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 11/13/17. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a (B)(6) year-old male patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool smarttouch bidirectional sf catheter. During ablation, the thermocool smarttouch bidirectional sf catheter perforated cardiac tissue anteriorly, toward the right superior pulmonary vein (rspv) and the patient became hypotensive. A significant pericardial effusion was confirmed via transthoracic echocardiogram (tte). Pericardiocentesis yielded 1000 ml with 500 ml returned via cell saver. Heparin was reversed per protocol. Intravenous fluids were administered. Patient was reported to be in stable condition at the time of the complaint report. Patient was transferred to the intensive care unit. There is no information about the hospitalization. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17690564l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis, heparin reversal, and intravenous fluids. During ablation, the thermocool smarttouch bidirectional sf catheter perforated cardiac tissue anteriorly, toward the right superior pulmonary vein (rspv) and the patient became hypotensive. A significant pericardial effusion was confirmed via transthoracic echocardiogram (tte). Pericardiocentesis yielded 1000 ml with 500 ml returned via cell saver. Heparin was reversed per protocol. Intravenous fluids were administered. Patient was reported to be in stable condition at the time of the complaint report. Patient was transferred to the intensive care unit. There is no information about the hospitalization. Medical history includes taking warfarin. Pre-procedure inr was 1.5. It was noted that although ablation was being performed at the time of injury, it has not been determined if the injury was related to the use of biosense webster, inc. At the time of injury, impedance increased from 107 ohms to 134 ohms and contact force increased from 8 grams to 16 grams. Patient received anticoagulant (6000 units of heparin) during the procedure. Activated clotting time prior to the injury was 269 seconds. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.